Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03933 and 1627487-2022-03934. It was reported that patient's left t12 lead migrated, their right t12 lead was fractured, and their s1 lead was not providing optimal coverage. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.